Manufacturer narrative:
Pump passed the displacement test. Unit received with a compromised force sensor system alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to the compromised force sensor system alarm. Pump received loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 308 mg/dl which was treated with bolus and went down to 260 mg/dl afterwards. During troubleshooting, customer stated the drive support cap was sticking out. The customer was advised the insulin pump will be replaced and agreed to return the product for analysis.